Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced the hypoglycemia. The blood glucose of the customer was 38 mg/dl. The customer declined the low blood glucose troubleshooting. Customer received new pump and had issues connecting transmitter to pump. No information was provided about the treatment and the symptoms. The device will not be returned for the analysis.